Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were in the hospital after they were not able to bring their blood glucose (bg) down. Their bg was 600 mg/dl. The patient stated that on (b)6) 2013 they called their endocrinologist to let them know that their bg was running high and they recommended the patient change the site, cartridge and insulin. The patient went to bolus when they were on a call and received an occlusion alarm. The occlusion sensitivity was set to low and the delivery speed was normal. The patient stated that the cannula was not bent but noticed insulin was leaking out of the site. The patient stated that on (B)(6) 2013 their bg was going down from 600 mg/dl to 500 mg/dl. The patient had dinner then gave an ezcarb to correct for carbohydrates and went to bed. The patient reported waking up in the middle of the night feeling dizzy and having to go to void and their bg was 503. The patient bolused herself and went back to bed. The patient started to vomit and their bg was in the mid 500's mg/dl and called 911. The patient stated that they threw up 8 times before arriving at the hospital. The bg when admitted was 500. The patient was taken off the pump put on insulin drip for 7 hours until bg went down to 200 mg/dl then was put on syringes. The patient was diagnosed in the emergency room with hyperglycemia and dehydration. The patient is currently on syringes with a bg of 168 mg/dl in medical surgical floor and might go back on pump before discharge tomorrow if bg stays below 200 mg/dl. The patient is using cartridges per IFU. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.